Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator would not power on. The issue occurred during set up for use, with no delay noted. The service provider (sp) inspected the device and found the issue to be with the power supply. The sp ordered a power supply. The power supply was replaced to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.